Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the atrial connector port of the pulse generator. After silicone oil was applied, the lead could be inserted into the connector and the procedure was completed. No patient symptoms were reported and the patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)